Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reported contacted animas alleging that the patient experienced a blood glucose (bg) of 600 with polydipsia, emesis and nausea associated with an alleged history/settings issue. Reportedly, the patient remained on the pump and was hospitalized and treated with intravenous (IV) fluids. During troubleshooting with customer technical support (cts) it was revealed that the patient overrode the dosage recommended by the bolus calculator feature. The basal delivery totals in the total daily dose did not match; the prime menu was accessed. The basal history matched the active basal program and all boluses were recorded as programmed. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error.